Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck on windows update. A field service engineer (fse) found that the station was stuck on a windows update and confirmed the update was installed properly, after which the station rebooted without issues. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station got stuck during windows updates after a reboot, initially showed a black screen requesting a password, remained at 100% for about 4 hours, delayed a scheduled procedure, and after another reboot, returned to normal operation and communication. However, there were no delays or adverse events or injuries reported based on this event.